Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection and occlusion are listed in the perclose proglide instructions for use as known adverse events associated with use of suture mediated closure devices. The reported difficulties, patient effects and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in is filed under a separate medwatch report number. Na.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an interventional procedure of an occluded superficial femoral artery (sfa). Reportedly, there was a crunch sound when depression the plunger of the first device. The sound was not normal. There was difficulty removing the device. It took some turning movements to remove the device. When the device was successfully removed, it was observed the suture to be curly. A non-abbott 6f sheath was put over the wire and an ultrasound image was taken. This is when it was observed there was excessive bleeding and the artery was perforated. It is believed the 6f sheath might have caused the perforation, but this could not be confirmed. A 9f sheath was placed to control the bleeding. A second proglide device was deployed at 10 o'clock position and it was pre-placed successfully. A third proglide device was deployed at 2 o'clock position but had a cuff miss. The sutures of the second device that was successfully pre-placed was used to achieve hemostasis and resolved the perforation; however, there was no pulse as the artery had now been occluded. It was confirmed via images that a dissection had occurred, causing a flap which occluded the vessel. The dissection reportedly occurred during the exchange of devices. An endarterectomy was performed to resolve the occlusion. There was clinically significant delay in the procedure and extended hospital stay. The occlusion of the sfa procedure was aborted. No additional information was provided.